Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not yet returned.

Manufacturer narrative:
Actual device not returned. Evaluation not possible. Device not returned to manufacturer.

Event description:
It was reported that during preparation for use at the customer, it was noted that the foil on the packaging of 3 blades was demolished, the blades could not be removed sterile. It was also reported there was no patient involvement and no adverse consequences as a result of this event.

Event description:
It was reported that during preparation for use at the customer, it was noted that the foil on the packaging of 3 blades was demolished, the blades could not be removed sterile. It was also reported there was no patient involvement and no adverse consequences as a result of this event.